Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratched on the screen and they did not read the display. No harm requiring medical intervention was reported. Customer stated the scratch was on the lcd screen. Customer stated that screen was blurry. The device will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blurry display, missing segments or partial display noted. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with minor scratched lcd window. (B)(4).